Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient. Referenced article: right atrial compression from biodebris associated with long-term left ventricular assist device support. 2022 nov 6; 4 (23):101656. Pmid: 36507294 doi: 10.1016/j.jaccas.2022.08.047. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Literature was reviewed regarding right atrial (ra) compression from bio debris. The authors described a patient who presented to the emergency department approximately six years after implant of their ventricular assist device (vad) with progressive dyspnea and generalized weakness. The patient was afebrile, and an examination revealed a vad hum. The patient underwent right heart catheterization, which revealed severely elevated filling pressures. They were started on a furosemide infusion, and their lvad speed was increased. Three days later, the vad exhibited low-flow alarms, which necessitated initiation of inotropic and vasopressor support. The patient continued to worsen hemodynamically, ultimately culminating in cardiopulmonary arrest with successful resuscitation. Urgent bedside transthoracic echocardiography (tte) revealed a nearly complete effacement of the ra by a large echogenic structure. Subsequent computed tomography angiography (cta) similarly demonstrated tamponade with a fluid collection surrounding the vad outflow cannula, extending from the strain relief to the anastomosis with the native aorta. There was marked effacement of the ra, as well as compression of the inferior vena cava¿ra confluence and superior vena cava. The outflow graft lumen was of normal caliber with no evidence of compression. The patient was taken to the operating room for urgent surgical exploration, where removal of the polytetrafluoroethylene pericardial membrane encasing the outflow graft revealed a collection of fibrinous tissue and coagulated blood. Evacuation of this bio debris allowed immediate ra expansion and improvement in vad flows. The device remains in use. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Other devices involved in this event: d1: heartware ventricular assist system ¿ outflow graft d4: unk / unk/ model #: unk/ expiration date: unk UDI #: asku d10: no h3: yes h4: mfg date: unk h5: yes h6: patient code(s): c2902, c26891, c2998, c3038, c50481, c50483, c50809 h6: device code(s): c76126 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c23 h6: FDA conclusion code(s): d12 product event summary: one (1) outflow graft with unknown lot number was not returned for evaluation. Visual evidence provided revealed an additional surrounding graft placed by the surgeon at implant. The device may have caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.